Manufacturer narrative:
User's mother reported that the bar at the bottom of the chair has snapped. The rea azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).

Event description:
Users mother reported that the bar at the bottom of the chair has snapped. The rea azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).